Event description:
It was reported that during procedure the device didn't work. Made free hand to lock it. Delay from (0-30) minutes reported. Backup device available. No impact or injury to patient reported.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device noted small cut on the cord. A functional evaluation was performed which confirmed the failure mode. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.